Event description:
This is filed to report a gripper actuation issue, device entrapment and device causing damage to another device. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. An xtw clip (20721r3030) was inserting the grasping was performed. However, it was observed that one of the grippers was positioned 90 degrees from the clip arms. The clip was attempted to be inverted but was unable to be retracted into the left atrium (la) as it was suspected the clip may have become caught on chordae. Due to the inability to retract the clip, the physician decided to deploy the clip. The leaflets were successfully grasped, and the clip was able to be deployed, reducing mr to a grade of 2. It was stated chordae may have been inside then clip when it was deployed. The physician stated the clip was stable; therefore, an nt clip (20323r257) was inserted in an attempt to further reduce mr. The clip was advanced into the left ventricle (lv) and grasping was attempted. However, grasping was noted to be difficult as the nt clip was coming in contact with the malfunctioned gripper of the implanted clip. Due to the interaction, the physician decided to remove the nt clip. After removal, it was observed something sharp was sticking out of the fabric of the clip arms, perpendicular to the device. No additional clips were implanted, and the procedure was discontinued. Mr remained at a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported device damaged by another device (caused damage) associated with the deformed gripper damaging a subsequent clip, and the reported difficult to open or close (gripper actuation ¿ single) associated with the expectation that the deformed gripper would be unable to actuate as desired, were due to the deformation of the gripper. The reported material deformation associated with the gripper being 90 degrees from the clip arms was due to the clip becoming entangled after the first grasp. The reported entrapment of device (clip caught on chordae) associated with the clip becoming entangled in what was thought to be chordae was due to procedural circumstances (clip interacting with patient pathology/ morphology). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.